Event description:
Close to this date I started to have mild to severe abdominal-pelvic pain; spotting between periods; bloating; then around (B)(6) 2013 I started having painful intercourse to the point that I have not been able to do my "wife duties" w/o having pain with penetration; also after he was done my vagina area was so inflamed and sore that I just quit having intercourse with my husband, who by the way believes I am cheating on him with another person just because I can't have sex anymore and he does not understand the misery I am living. I am one step ahead of divorce, and I am not sure if I am allergic to the essure components because I have never been tested for allergies. Then to complete my story on-about (B)(6) 2014 I was working and started "seating" so bad had a terrible pelvic pain and started bleeding small amounts at a time, but because the insurance I have right now wants me to pay 100% of ER visits I could not go. I am the only working person in my household, I have three kids to support and can't stop working to take care of myself, but what I know for sure is that I never felt so miserable. Not just because of the side effects I am having r/t essure but to the fact that I was so ignorant at the time of insertion (B)(4).